Event description:
It was reported that the device will not operate on ac power. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply, and the user interface pcb assemblies. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.